Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected to the setup before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. Also, it warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv or can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance, the patient reported that they had connected to the setup before priming. This occurred during setup for peritoneal dialysis therapy on the homechoice. The technical services representative (tsr) reviewed proper procedures with the patient and assisted the patient in ending therapy. The tsr assisted the patient in restarting therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.